Event description:
A healthcare professional reported during the ultrasound test and surgery of the patient, it was determined on the right side had rupture''. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported during the ultrasound test and surgery of the patient, it was determined on the right side had rupture''. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell and orientation dot observed assessed as inconclusive. Additional observations: no other observations observed on the device.